Event description:
Info received indicated the intellidrive would run in reverse direction when attempting to run it in the forward direction.

Manufacturer narrative:
The hill-rom technician found there was a loose p12 connection on the pacm board. He reseated this connection and the bed functioned to specifications.